Event description:
It was reported that a pump door will not latch closed. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was able to confirm the reproduce a door not fully latched alarm. The alarm was caused by a failed upper latch switch. As a result, the upper aux assembly has been replaced.